Event description:
A remstar autoa-flex w/hum, sysone60srs, can device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device. The inspection revealed the unit is functional and the evidence of foam particles inside the blower it. The device was ultimately scrapped. Further investigation cannot be conducted at this time. If any new information becomes available, a follow-up report will be issued.